Event description:
A peritoneal dialysis (pd) patient contact reported fluid was discovered on upper and bottom left corner of the cassette door upon removal of the cassette during step 9 tx complete of treatment. The patient was connected during the incident. No air bubbles were found. The patient received m31 air detected in cassette warnings that occurred drain 3 of 4 of treatment and and prior to the fluid leak. The patient's cycler was replaced. The patient knew how to perform manuals. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement cycler. Upon follow up, the patient's pdrn confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms during drain 3 of 4 of treatment. Per pdrn fluid was found in the cassette area of the cycler but the patient was unable to identify the exact location of the leak. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using manuals on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation. The cycler was replaced and the patient has resumed treatment using the replacement cycler without further issue.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported fluid was discovered on upper and bottom left corner of the cassette door upon removal of the cassette during step 9 tx complete of treatment. The patient was connected during the incident. No air bubbles were found. The patient received m31 air detected in cassette warnings that occurred drain 3 of 4 of treatment and prior to the fluid leak. The patient's cycler was replaced. The patient knew how to perform manuals. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement cycler. Upon follow up, the patient's pdrn confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms during drain 3 of 4 of treatment. Per pdrn fluid was found in the cassette area of the cycler but the patient was unable to identify the exact location of the leak. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using manuals on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation. The cycler was replaced and the patient has resumed treatment using the replacement cycler without further issue.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indication of fluid within the cassette compartment. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test (ast) was passed. No fluid leaks in the test cassette during the ast test. Patient sensor calibration check passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. There was fluid in the hp2 filter of the pump assembly. The cause of the encountered fluid and dried fluid could not be determined. Mushroom head check passed. Fluid in the hp2 filter is a related to the reported symptom code lf22 (m31 air detected in cassette warning). A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the fluid leak event is not confirmed.